Event description:
It was reported that the devices were used during a colon resection procedure. The device locked out prematurely when attempting to fire. Opened another device to complete the case. There was no consequence to pt.